Event description:
The customer reported that after pipetting an htlv I/ii plate it was observed that low sample/low reagent was delivered to wells a10 and a12. No error was generated. No death or serious injury was associated with this incident.